Event description:
It was reported that the patient experienced an adverse reaction while using the bhs device. The patient stated that her foot would swell inside the cast. She would take off the bhs device, then ice and elevate the foot. Afterward, the swelling goes back down. The patient will break up the time and wear the device for about 7 hours a day. The patient describes tingling almost like the foot fell asleep feeling. The patient reported headaches and dizziness while using the device. She took several days off from using the device and then resumed. The sales representative stated that she would see if the doctor wanted to switch the patient to an orthopak device if the cast came off today and into a boot. It was later reported that the doctor would like to switch the patient to an orthopak device and continue treatment.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information based on UDI related data quality updates only.

Event description:
It was reported that the patient experienced an adverse reaction while using the bhs device. The patient stated that her foot would swell inside the cast. She would take off the bhs device, then ice and elevate the foot. Afterward, the swelling goes back down. The patient will break up the time and wear the device for about 7 hours a day. The patient describes tingling almost like the foot fell asleep feeling. The patient reported headaches and dizziness while using the device. She took several days off from using the device and then resumed. The sales representative stated that she would see if the doctor wanted to switch the patient to an orthopak device if the cast came off today and into a boot. It was later reported that the doctor would like to switch the patient to an orthopak device and continue treatment.

Event description:
It was reported that the patient experienced an adverse reaction while using the bhs device. The patient stated that her foot would swell inside the cast. She would take off the bhs device, then ice and elevate the foot. Afterward, the swelling goes back down. The patient will break up the time and wear the device for about 7 hours a day. The patient describes tingling almost like the foot fell asleep feeling. The patient reported headaches and dizziness while using the device. She took several days off from using the device and then resumed. The sales representative stated that she would see if the doctor wanted to switch the patient to an orthopak device if the cast came off today and into a boot. It was later reported that the doctor would like to switch the patient to an orthopak device and continue treatment.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.